Manufacturer narrative:
Not returned.

Event description:
Patient's legal representative stated urgency and occasional inability to void dyspareunia and bleeding recurrent incontinence pain at mid urethra, ridge of sling palpated.